Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 mm transcatheter bioprosthetic aortic valve, the valve was implanted and a transthoracic echocardiogram (tte) indicated moderate paravalvular leak (pvl). A post implant balloon aortic valvuloplasty (bav) was performed with a 28 mm balloon. Angiography indicated mild to moderate pvl; however, the tee indicated moderate pvl with a significant jet. A second bav was performed with a larger 30 mm balloon. Again, a discrepancy between angiography (mild pvl) and tee (moderate pvl) was noted. Subsequently, a non-medtronic transcatheter valve was implanted. No other adverse patient effects were reported.